Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump had high purge pressure and low purge flow during support. The team made several troubleshooting attempts and replaced the purge cassette, but the problem continued. They then elected to remove and replace this pump with a second impella device. There was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the high purge pressure could not be determined. This report is being filed as part of a retrospective review of historical records.